Event description:
It was reported that the customer was hospitalized for hyperglycemia. Prior to the event, the customer stated that they gave large amount of insulin and bgs did not come down. It was indicated that the customer did not follow the two hbg rule. In addition, the customer was instructed to change out entire set and was educated on the two hbg rule.